Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line of the cassette. This was observed throughout peritoneal dialysis therapy on the homechoice (hc) machine, while the home patient (hp) was connected. Troubleshooting was performed and was unable to determine the cause of the air. The technical service representative reviewed proper procedures with the hp. The hp had already completed therapy and disconnected from the hc device. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.